Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The technical investigation of the returned instrument revealed that the balloon was well folded, but contained contrast medium residue in the balloon lumen and showed signs of an inflation attempt. The stent is positioned well between the x-ray markers and slightly opened at its proximal end. Upon inflation a fine jet of water was seen to emerge from the proximal part of the balloon. Microscopic inspection revealed a small tear in the balloon surface, located at the distal end of the proximal xray marker. The proximal x-ray marker was found deformed at its distal end. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible in the provided angiographic material. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The damage pattern indicates a mechanical load that was applied to the instrument which lead to both the deformation of the x-ray marker and the damage of the balloon.

Event description:
An orsiro drug-eluting stent system was chosen to treat a calcified lesion (99 percent stenosis degree) in the rca. It was not possible to inflate the delivery balloon of the orsiro stent system.